Manufacturer narrative:
On 19-mar-2026, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and when withdrawing the soundstar catheter from the sheath, a negative pressure caused the sheath to be drawn into the patient's body. The vizigo sheath was drawn into the patient's body, and the sheath was dragged into the patient's body unless the physician applied significant force to pull it out. There was no resistance between the devices or against vasculature. This issue occurred 30 minutes after catheter use. As a possible reason for the negative pressure, the physician suspected a malfunction of the hemostatic valve, but no damages were confirmed through visual inspection. The sheath was replaced and the procedure continued. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The brim cap, hemostatic valve, and silicone ring were placed in their original place. Afterward, the sheath was blocked at the distal end and then pressurized at both positive and negative pressure, and no issues were observed. No dislodgement, air leaks, bubbles, or other failures with the hemostatic valve were observed during the test. A device history review was performed for the finished device number (B)(6), and no internal actions related to the complaint were found during the review. The hemostatic valve separation reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: use direct imaging guidance (such as fluoroscopy or intracardiac ultrasound) to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove dilator or catheter rapidly, damage to hemostatic valve may occur. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath, and when withdrawing the soundstar catheter from the sheath, a negative pressure caused the sheath to be drawn into the patient's body. The vizigo sheath was drawn into the patient's body, and the sheath was dragged into the patient's body unless the physician applied significant force to pull it out. There was no resistance between the devices or against vasculature. This issue occurred 30 minutes after catheter use. As a possible reason for the negative pressure, the physician suspected a malfunction of the hemostatic valve, but no damages were confirmed through visual inspection. The sheath was replaced and the procedure continued. No patient consequences were reported.